Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the customer experienced too high blood glucose levels when the cartridge is nearly empty (during the last 30-40 units); exact readings were not provided. Caller alleges pump does not deliver correctly. No adverse event reported. Requested return of the alleged device for evaluation.